Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image displayed on the monitor the issue was found during a diagnostic gastroscopy and colonoscopy procedure. There were no reports of patient or user harm associated with this event.